Event description:
It was reported that during an unknown time the device was noted to be defective. No info on harm or delay provided. At device evaluation it was noted metal wires were exposed. Diligence is complete.

Manufacturer narrative:
This report is being recorded under cmp-1012829 as an initial/final report. (B)(6). G2: foreign- spain review of the current repair record identified the following related repair: the motor speeds were out of specification on the high end, the motor was corroded, the power cable was damaged (exposed metal wiring found during visual evaluation of the provided pictures), the reciprocating arm was worn, and the device was out of calibration. The plug harness, reciprocating arm, and motor were replaced, and the device was recalibrated. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.